Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) removed cracked end of tube and reconnecting the modular chemistry (mc) wash collar wash tube and replacement of mc sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for the ion selective electrode (ise) chemistries on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.